Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had a personal diabetes manager (pdm) that would not reset. The screen was just blank. This issue caused the patient to spend 3 days in the hospital.